Event description:
During preparation for use for cardiopulmonary bypass, the level alert sensor did not function properly. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
02 evaluation anticipated but not yet begun.